Event description:
The celect ivc filter was placed in the pt in 2008 with good positioning of the filter. The filter was placed due to pulmonary emboli. The pt had a CT scan done in 2009 which showed that the struts on the celect ivc had moved with one strut in the aorta, one in the duodenum and 2 in the retroperitoneum. The pt is scheduled to come back the following month, to have the filter removed.